Event description:
It was reported that the patient alert sounded, and the device experienced an electrical reset. Additionally, the battery voltage was found to be at elective replacement levels. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.